Event description:
It was reported by the sales rep that the patient experienced pain and felt like ¿got kicked by a horse in her back.¿ no further information has been reported. The spinalpak assembly has been returned for evaluation.

Manufacturer narrative:
Investigation summary: the spinal pak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinal pak stimulator was evaluated. A visual inspection of the customer¿s returned product was performed. Included was one spinal pak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The spinal pak stimulator compliance data was downloaded on (B)(6) 2024. The compliance data indicates the unit treated for 2 days 7 hours and 33 minutes. Review of the DHR indicates that unit was manufactured on (B)(6) 2024. There were no non-conformances or deviations reported on the DHR, and a copy is included in the product information section. All evaluation results did not show any discrepancies. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of complaint history identified (B)(4) total complaints from ((B)(6) 2023) to ((B)(6) 2024) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found and that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault conditions could be found and confirmed. Therefore, no further actions are required currently. Device usage: this device was used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales rep that the patient experienced pain and felt like ¿got kicked by a horse in her back.¿ no further information has been reported. The spinalpak assembly has not been returned for evaluation.